Event description:
It was reported that the device had flipped. The healthcare provider (hcp) flipped it back into proper position and confirmed it was properly positioned via flouro and the catheter 'looked fine.' Prior to repositioning the pump the hcp had trouble reading the pump, once the pump was flipped back into proper position they were able to interrogate without difficulty. It was noted that the patient was 'still getting therapy ok.' The device system as used to infuse hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that fluoroscopy was used to correct the flipped pump on (B)(6) 2013. There was no hospitalization and no patient injury as an outcome.

Manufacturer narrative:
Concomitant products: patient programmer model 8835, serial# (B)(4); catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012; physician programmer model 8840, serial# unknown; (B)(4).